Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged they received a questionable free thyroxine (ft4) result for one patient on their e-module. It was unknown when this event occurred. The patient's initial ft4 result was 0.57 ng/dl. The sample was repeated on with the fujirebio reagent on an unknown analyzer. The repeat result was 0.41 ng/dl. It was unknown if either result was reported outside the laboratory. This was the patient's first medical visit and the patient received no medical treatment. It was unknown if there were any adverse events. The ft4 reagent lot number and expiration date were not provided.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional testing of the samples was performed. The results obtained with the elecsys assays and two competitors' methods were similar to the results seen by the customer. Based on the available data, a reagent issue could be excluded. Additional information was not provided for further investigation.